Event description:
Clinician kim beattie called to report apparent noise being sensed on this lead. The pt had 7 aborted charges for vf detection, with 6 of them occurring over the last 3 days. All of them showed similar morphology that appeared to be short bursts of high frequency noise. The impedance was 430 ohms and had ranged from 420-460 ohms over the last two years. There had been no significant changes in ventricular sensing or ventricular threshold. Provocative testing revealed that the noise could be reproduced on the real-time iegm with pressure applied around the generator pocket and subclavian area. Lead replacement was recommended. Biotronik representative called regarding this same lead. She, too, was able to reported the noise by pressing around the generator pocket area. She confirmed that there had been no changes in the impedance trend. Lead replacement was recommended. To date, this lead is still implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.